Manufacturer narrative:
This event is supplemental and the investigation findings will be submitted under manufacturer report #2916596-2024-02759. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 75% occlusion of an external outflow graft obstruction (eogo). This was unchanged from a computed tomography done on (B)(6) 2024. The patient's ventricular assist device flows were above 3.5. There were occasional low flow alarms. The patient continued to be monitored with serial imaging. MFR number. 2916596-2024-02759 (onset of eogo on (B)(6) 2024).